Manufacturer narrative:
An event regarding sliding of a 26mm std v40 taper vit head into a centrax duration 26mm x 41mm not being smooth was reported. The event was not confirmed. Method and results: device evaluation and results: the centrax head was received along with the corresponding locking ring and associated metal head. No damage was observed on any of the components. A functional test was conducted and deemed the product to be conforming. Clinician review: not performed as medical records were not received for review with a clinical consultant.. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed as it was determined that the device was fully functional as per the functional test performed. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that, during a bha, the inner head could not move smoothly in the centrax. A spare head and centrax were used instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a bha, the inner head could not move smoothly in the centrax. A spare head and centrax were used instead.